Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with two 450cc smooth mentor memorygel breast implants has experienced bilateral capsular contracture postoperatively, baker grade unknown. The patient reported hardening of the breasts, accompanied by breast pain, and stated left breast is worse than the right. As a result, the patient underwent explantation on (B)(6) 2020. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On (B)(6) 2020, healthcare professional confirmed that the patient¿s bilateral capsular contracture is baker grade ii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor received additional information that the bilateral capsular contracture is baker grade ii-iii. Manufacturer¿s reference number: (B)(4).